Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported. The patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported. The patient status was stable. It was further reported that the target lesion was 70% stenosed and severely tortuous and mildly calcified.

Manufacturer narrative:
B5. Describe event or problem- updated. Device evaluated by MFR. : a mustang device returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied and no leaks or issues was noted with the balloon material. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident.